Event description:
It was reported that a (B)(6) hispanic female patient underwent breast augmentation revision with two 420cc mentor smooth round high profile saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with spontaneous left breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 25, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm hps dv 420cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the posterior view measuring less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. A second product was received (lot-6857526). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. On may 27, 2022, mentor became aware that the patient started noticing the deflation around (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2022. On (B)(6) 2022, mentor became aware that the patient's implants were replaced with the following devices: (left) 775cc mentor memorygel breast implant catalog: shpb775 lot: 9701222 sn: (B)(6) and (right) 775cc mentor memorygel breast implant catalog: shpb775 lot: 9701222 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.